Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. Most probable cause is dso sensor; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date of 11-may-2011 and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue.

Manufacturer narrative:
Operator of device: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patients pump had intermittent no disposable alarm error messages. Replacement pump and box for return was sent. No further details provided. No patient injury reported.